Event description:
It was reported that, during an inflatable penile prosthesis (ipp) implant procedure, the medical staff opened the accessory kit and found a hair in the container, a different accessory kit was used to complete the procedure. There were no patient complications reported.